Event description:
It was reported that after announcing and eating a meal while using the ilet with a contact detach infusion set (6 mm, 23 in), blood glucose rose and remained high, reaching a reported maximum of 415 mg/dl, and the user later observed a bent cannula upon removal; after changing the infusion site and supplies, glucose returned to range without external or medical assistance. Symptoms included thirst, dry mouth, and stomach pain. Outcomes included a transient high glucose excursion lasting about three hours without hospitalization or outside assistance. Investigation included troubleshooting and user education. Investigation of this case revealed a bent infusion set cannula consistent with impaired insulin delivery. It was concluded that the hyperglycemia was associated with a bent cannula and resolved with infusion set replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.